Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Based upon the eval, it was confirmed that a part of adhesive at the bending section of the distal end was missing and there were scratches on the bending section. Then analysis of component was conducted and the fallen object was not derived from the subject device as it was made of different materials. Based on the above result, it was concluded that this phenomenon was not caused by the subject device but other device concomitantly-used with the subject device or operator's glove. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that the user facility found a black tip soon after the subject device was inserted into the abdominal cavity of the child pt for the unspecified treatment. The tip was retrieved by a surgical forceps and the procedure was completed with the subject device. There was no pt harm reported. The tip size was about a few millimeters and there was no sharp part. The sales staff checked that a part of the adhesive at the bending cover was damaged. It is not confirmed that the tip was from the subject device or from the trocar made by ethicon that was used together.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. The manufacturing history was reviewed, with no irregularities related to this problem noted. If add'l info becomes available at a later time, this report will be supplemented.